Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot#: unknown. Lot number was not reported; however, potential lot numbers were provided. The information for these lot numbers are as follows: d4. Medical device lot #: 4099308. D4. Medical device expiration date: 31-aug-2025. H4. Device manufacture date:08-apr-2024. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device lot #: 4073118. D4. Medical device expiration date: 31-jul-2025. H4. Device manufacture date:13-mar-2024. D4. Unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® k2e 10.8mg plus blood collection tubes, blood leaked from 1 tube. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® k2e 10.8mg plus blood collection tubes, blood leaked from 1 tube. There was no health impact or consequences reported.